Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. The hospital disposed of the device.

Event description:
During preparation for a medical procedure, the physician noticed that the velocity delivery microcatheter (velocity) was kinked at the mid-shaft upon removal from the packaging. The damaged velocity was found prior to use and therefore, the velocity was not used in the procedure. The procedure was completed using another catheter.